Manufacturer narrative:
This report is submitted on march 29, 2018. (B)(4).

Event description:
It was reported that the patient experienced skin reactions at the magnet site resulting in breakdown of wound. The patient underwent procedures to repair wound and suture site, however the issue could not be resolved. Subsequently, the device was electively explanted.

Manufacturer narrative:
The patient was administered an injection of a steroid at the pain point. This report is submitted on august 14, 2020.

Event description:
The patient was administered an injection of a steroid at the pain point.